Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump had a stuck button and the numbers kept scrolling. The insulin pump alarmed button error. The customer's father hung up the call. Customer's blood glucose level was not reported. The device was not returned.